Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was in the range of 480 mg/dl at the time of the incident. The customer reported that they want to set a temporary basal of 120% for 24hour per the doctor's request. The customer gave insulin from the pump. The customer stated blood glucose was high due to steroid pills. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.